Event description:
Information received indicates the head and foot casters are ratcheting slightly when in the brake position.

Manufacturer narrative:
The technician found the casters were worn. He replaced the four casters to repair the bed.